Manufacturer narrative:
G4: 26sep2019. B4: 01oct2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The customer reported that the touchscreen was replaced and the unit was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.